Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. It also had a scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons were not responding. Customer's blood glucose value was 262 mg/dl which she treated with a bolus. She stated that the insulin pump was exposed to moisture as the customer was wearing it against her skin and sweating. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.